Manufacturer narrative:
Initial reporter email: (B)(6).

Event description:
It was reported that guide wire tip detachment occurred via user facility report # (B)(4). The target lesion was located in an area of abdominal aortic aneurysm endoleak repair. A 300cm journey guide wire was selected for use. However, during insertion, the tip of the wire broke off in a small branch. The device fragment was not retrieved and remained inside the patient. No further patient complications were reported.